Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was no longer feeling any stimulation. All electrodes were tested and all nut one were found to be within the normal range. Surgical intervention may be taken at a later date to address the issue.